Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh product was placed into the patient¿s body. It was also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterine prolapse, sui and fecal incontinence. It was reported that following insertion the patient chronic bladder infection, blood in urine, incontinence, dyspareunia, difficulties urinating and abdominal pain. It was reported that patient underwent mesh revision on (B)(6) 2012 due to mesh was imbedding itself into bowels, eroding the bladder and vagina. (B)(4).

Manufacturer narrative:
(B)(4).